Event description:
It was reported that the surgeon inserted and removed the cc4204a single piece collamer lens. The patient had pre-existing zonular dialysis and the capsular bag was unstable after the insertion of the lens. The lens was cut out of the eye and replaced with a cq lens. There was no patient injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - no lens in unit carton. (B)(4)